Event description:
It was reported that the right ventricular (rv) lead was suspected for intermittent over-sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w4tr01 crtp implanted (B)(6) 2021; 459888 lead implanted (B)(6)2021. If information is provided in the future, a supplemental report will be issued.